Event description:
Had minor hand surgery by dr (B)(6) at (B)(6) medical. As a result of the defective vicryl suture, my suture can open causing major pain and required follow up surgery to remove defective suture. My infection was found entire issue caused by defective suture. As a result I have permanently damage hand and major scar tissue resulting in loss of use. I also had thousands of dollars in medical costs and missed work. I would like compensation, however have had no help from ethicon. This issue is very serious and dangerous. Sincerely (B)(6). None before this defective product used in my surgery. FDA safety report ID# (B)(4).